Event description:
It was reported to philips that the cadex c7200 device displayed a "fail 128" error message during a battery calibration attempt. It was noted by the customer that the battery was measured to be at only 55% capacity. There was no patient involvement.